Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing discomfort from the excess tubing in penoscrotal area and requested a malleable penile prosthesis. The ipp was replaced with a malleable device. There were no patient complications reported.

Manufacturer narrative:
Additional information provided for evaluation conclusion codes. Correction made to c2/d10 concomitant therapy.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing discomfort from the excess tubing in penoscrotal area and requested a malleable penile prosthesis. The ipp was replaced with a malleable device. There were no patient complications reported.